Manufacturer narrative:
Device evaluation: received device in good condition. Attached a 50 psi o2 connection to device and turned it on. Device turned on with no problem. Customer reported condition was not confirmed. Found secondary problem. Noticed that the low supply charge indicator was blinking when it was not supposed to. Problem source is unknown.

Manufacturer narrative:
Additional information received: the reporter provided an event date and stated "they were setting the unit up for use and noticed the replace battery light was on. They called me up to replace the battery. When I replaced the battery the light stayed on. I checked the original battery and replacement battery, both were good (above 3v)". No patient was involved.

Event description:
Information was received that a smiths medical pneupac ventipac medical ventilator had a "suspect bad battery compartment". No adverse effects were reported.